Event description:
Pt reported experiencing elevated blood glucose (295 mg/dl) while watching a baseball game. Pt indicated that she planned to admin a bolus and discovered that the infusion set tubing had started to separate from the luer lock. Pt indicated that she changed her infusion set and admin a bolus. Pt indicated that her blood glucose level came down. Pt did not report requiring any med assistance to address the issue.